Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the offset quick connector was used for inserting the stem into the femoral canal. The connector could not be removed from the stem. The surgeon tried to remove the connector from the stem, but could not be removed. Both connector and the stem fell on the unclean area.

Manufacturer narrative:
Corrected data: the device was not returned for evaluation the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the offset quick connector was used for inserting the stem into the femoral canal. The connector could not be removed from the stem. The surgeon tried to removed the connector from the stem, but could not be removed. Both connector and the stem fell on the unclean area.